Manufacturer narrative:
Patient height: (B)(6) cm. Patient identifier - requested, not provided. Date of birth - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. UDI - requested, not yet provided. Explanted date: device was not explanted. Device manufacture date - requested, not yet provided. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes.

Event description:
The user facility reported vessel occlusion of a. Femoralis after use of the angio-seal device. Patient received an angio-seal after a cardiac catheterization. A subsequent vascular occlusion was caused by the angio-seal. The patient was brought in as an emergency case to (B)(6). The patient was treated by a vascular surgeon. Additional information was received on december 12, 2017. The patient suffered an acute vascular occlusion of the femoral artery by application of the angio-seal. After the intervention, the patient was provided with an additional pressure bandage. Initially, a 6f sheath was placed. The puncture site was optimal in the area of the femoralis: above the bifurcation and below the inguinal ligament. There was no stenosis, calcifications or plaques around the puncture site. There was no blood loss of more than 50 ml during the procedure. Due to the current vascular occlusion patient had to be relocated for vascular surgery. There was a restoration of unimpeded blood flow of the a. Fem. Com. Done by a vascular surgeon. Surgery performed with a patch plasty on the artery. Then complication-free progress.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and the completed investigation. Section and have been provided. Section were inadvertently marked unk on the initial report. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.